Event description:
A health care professional reported that while doing insertion of intraocular lens (iol), blue inserter bent inside of the delivery system. The surgery was completed with another unspecified lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).